Event description:
It was reported that during a surgical procedure at the user facility, the drill overheated when being used by the doctor. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a corroded driveshaft was found. Increased friction due to corrosion was identified as a probable cause of the reported overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the drill overheated when being used by the doctor. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.